Manufacturer narrative:
The investigation into the thrombocytopenia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, there was no evidence indicated that impella caused thrombocytopenia. Therefore, the root cause of thrombocytopenia was most likely due to the patient¿s condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
Stemi-dtu notification revealed the 64-year-old male patient endured thrombocytopenia prompting transfusion of platelets and packed red blood cells.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02637 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.